Event description:
It was reported that the patient experienced a shocking/jolting sensation and acute pain in the right leg, after exposure to a theft detector or security gate, at bank. The device was turned on during the exposure. Her entire right side went numb and she fell. She hit her right knee and landed on her buttock region. She had to be picked up off the ground by a family member. She also experienced cramping and tingling going up her right leg for a few months which happened "every now and then." Reprogramming was done in (B)(6) 2012. She tried increasing the stimulation, but felt a nagging and throbbing sensation. The patient's physician would usually program her at 1 program and sends her home to give it a try. The patient also still had leaking issues especially at night which started to occur over the previous few months. The therapy was still helping with her symptoms, but she thought it was becoming less effective. Approximately (B)(6) 2010, she tripped and fell. Two of her leads broke at that time. She went to the ER for this. She did return to her pain management clinic because she was experiencing pain every time she went through a metal detector. She could not remember how soon after the fall in 2010, this took place, but that's when it was determined that the leads were broken. Additional information received reported that the patient received assistance from her doctor or manufacturing representative in (B)(6) 2012, and her concerns were resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient had pain in the back and on the buttock where the implant went down the right leg. It was reported there was a shooting pain down her leg and in the groin area. The patient had symptoms for weeks since she "fell again." It was also noted, the patient had a loss of therapeutic effect and would go to the bathroom five or six times per night since the pain began. The patient fell in (B)(6) and thought the pain was due to arthritis, but the pain started getting worse and it hurt when she touched the implant.

Manufacturer narrative:
Product ID neu_unknown_lead, product ID 3889-28, lot# v 038042, serial# unknown, implanted: 2007-(B)(6), product typ lead.

Manufacturer narrative:
Product ID: 3889-28, lot# v038042, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).